Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number:k011028 and k013227.

Event description:
It was reported that during the surgery the mount did not disengage from the implant. Doctor decided to leave the implant placement in patient's mouth and he cut part of the mount. Implant was removed later on due to loss of integration.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One tapered screw-vent implant (tsvwb8) and mount were reported for investigation. Visual evaluation of the as returned products identified that the mount was cut and still engaged to the implant. Additionally, there was bone residue around the external threads due to usage. Functional testing was performed to disengage the devices, but they couldn¿t disengage. Pre-existing conditions noted on the per were 'osteoporosis & high bone density ¿ type I'. The devices had been placed on tooth 37 (fdi) for approximately 2 months. X-ray or picture images were not provided. The device history record (DHR) was not available electronically for the subject lot number (1238310). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the lot (1238310) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products therefore, based on the available information, device malfunction did occur and the reported event was confirmed.